Manufacturer narrative:
It was reported in a received medwatch that during a transfer into the commode, the end-user experienced a fall onto an unspecified surface. According to the end-user the right drop-arm of the commode did not "securely lock into place." Reportedly, the end-user experienced fractures to an unspecified hip and leg bone and was also admitted to a hospital. No diagnostic exams or medical treatment was reported. Contact information for the end-user was not available in the received medwatch. The manufacturer was unable to contact the end-user for additional information. No sample was returned to the manufacturer for evaluation. A root-cause for the reported incident was unable to be determined. Due to the reported fractures and hospitalization, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the end-user experienced a fall during use of the commode.